Event description:
The patient presented with a 15cm long aneurysm of the left popliteal artery. A 9x15 viabahn device was inserted over a 0.018 inch glide guidewire through a 12 fr introducer sheath. After exiting the sheath, the device would not track to the target site. The device was pulled out. The procedure was completed implanting a femoro-popliteal bypass. The patient was fine at the end of the procedure.

Manufacturer narrative:
A review of the manufacturing records was conducted. Results: the review of the manufacturing records verified that the lot was processed normally and all pre-release specifications were met. The viabahn device was returned and inspected. No anomalies attributable to the manufacture of the device were evident. The device appeared normal. The endoprosthesis and catheter were unremarkable and appeared very clean. Our investigation was inconclusive as to any cause(s) for the inability to advance the device to the target site. Anatomical considerations, such as tortuous anatomy may have contributed to the event. Note: attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.